Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 207mg/dl, 44mg/dl. Tests were done within <10 mins with a difference of 115%. Pt did not experience any adverse events. No further info has been reported.